Event description:
It was reported that t wave oversensing during routine follow up. The system was explanted. Patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.